Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. A review of the share log was performed and there was no data within the investigation window. A bin file analysis was performed and it failed. The allegation was confirmed. The root cause was determined to be low transmitter battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.